Manufacturer narrative:
The company rep noticed an "electrical test fails code #120" logged. He replaced the power supply (B)(4). The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that during a routine check of the unit, the unit generated a high pitch alarm tone with no screen. No pt was involved.